Event description:
It was reported that this right atrial (ra) lead recorded noisy signals that were oversensed as well as high out of range pacing impedance values. The associated pacemaker recorded a signal artifact monitor (sam) event which disabled the minute ventilation (mv) function. The noise and impedance events were noted by the health care professional (hcp) to have happened during surgery. Device features and functionalities were reviewed with the hcp. This system remains in service. No additional adverse patient effects were reported.